Event description:
The customer reported that during a hysterectomy, the device was not sealing after the first seal cycle was completed. Some bleeding was seen. Another device was used to complete the procedure without incident. There was no patient injury. Further information has not yet been received from the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.